Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.2.,b.5., b.7., h.6.

Event description:
Additional information reported patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine in ck3 and ck4 a month and a half prior to this injection. Patient was treated with solupred 60mg for 3 days then 40mg for 3 days then 20mg for 10 days.

Manufacturer narrative:
Corrected data: h.6.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of juvéderm® volux¿ in the chin area. Approximately a month and a half later, patient experienced non-device related events of acute bronchitis and rhinitis. A week later, patient experienced late reaction type inflammatory nodule. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00123 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿ with lot number v25lb10705.

Event description:
Additional information reported there is very moderate improvement without complete resolution of nodules after 3 sessions of hyaluronidase.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of juvéderm® volux¿ in the chin area. Approximately a month and a half later, patient experienced non-device related events of acute bronchitis and rhinitis. A week later, patient experienced late reaction type inflammatory nodule. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00123 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volux¿ with lot number v25lb10705.